Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that all bilateral electrodes except distal electrode 0 (left side) and 8 (right side) had out-of-range high impedances. Therapy was still being adequately delivered on distal electrodes. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID 3389-40, lot# 0212824696, implanted: (B)(6) 2017, product type: lead. Product ID 3389-40, lot# 0213015200, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported there was intermittent high/open circuit impedances of the left side deep brain stimulation (dbs) on electrode 0 (greater than 40,000 ohms). High impedance of the right side dbs electrode 8 (greater than 12,000 ohms) was noticed. There was high/open circuit of electrode 0 identified to be likely a connection issue of the brain lead/extension connector behind the ear. When the patient touched this connector, the impedance of electrode 0 decreased from greater than 40,000 ohms to approximately 5 ,000 ohms. Dbs nurse had reprogrammed the patient therapy to use the electrodes above problem electrodes. Reprogrammed to utilize electrodes 1 and 9 respectively (avoiding electrodes 0 and 8). It was noted there was no environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention had not occurred and was not planned. The issue was considered resolved at the time of report. The patient's status was alive with no injury. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no known cause of the high impedance/open circuit was identified. No further complications were reported/anticipated.